Manufacturer narrative:
The customer performed their own repair.

Event description:
It was reported that exposed bare wires on the power cord had caused a shock when a nurse went to unplug the cord and the nurse's hand was burned as a result. The nurse was evaluated at the ER and the burn was treated with a cream or gel. There was no patient involvement reported.